Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's caregiver reported the patient was in the hospital for swelling and high blood sugar. It was reported that they thought the cause of the swelling was cycler related. A follow up call was made to the patient's peritoneal dialysis nurse who reported the patient was admitted to the hospital on (B)(6) 2016 and discharged on (B)(6) 2016 due to swelling.